Event description:
The patient had an ulnar diaphyseal fracture. The surgeon was unable to reduce the fracture and subsequently excised the radial head then fixed the part of the fracture after the osteotomy. Postoperatively, the plate was noted as broken. Revision surgery was performed three months after the initial procedure. The surgeon was under the impression that the condition of the reduction and insertion of the screw were not normal. The surgeon believes that the plate broke in the third month because the plate was not properly stabilized due to the excising of the radial head. The surgeon thinks that the screw was inserted too closely around the part of the fracture. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on going: no conclusion could be drawn as no device was returned or catalog number or lot number provided.